Event description:
A customer observed repeatable, reactive vitros anti-hav igm results on a single pt sample processed on two vitros eci analyzers. The customer obtained repeatable, non-reactive vitros anti-hav total results for the same pt sample. Erroneous anti-hav igm results may lead to confusion in the diagnosis and treatment of acute hepatitis. The vitros anti-hav igm results were not reported. There was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B) (4)

Manufacturer narrative:
The investigation determined that repeatable reactive vitros ahav igm results were obtained from a single pt sample tested on two vitros eci analyzers. The reactive vitros ahav igm results were not consistent with non-reactive vitros ahav total results that were obtained from the same pt sample. The investigation determined the vitros eci analyzers involved, and the vitros ahav igm reagent were operating as intended. Pt sample was not available for further testing. No medical history or diagnosis was available for the pt. The root cause is unk.